Event description:
It was reported that the insulin pump had an unresponsive keypad. The numbers kept cycling and not stopping when the customer tried to input information into the insulin pump. The customer's blood glucose was 237 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.